Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to hh drawers 2.1 and 2.2 were not detected on the communication bus, nor were the cubie pockets. A field service engineer replaced the enhanced hh interface "t-card" board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer board located at the back had no lights and the hh drawer was not detected on the communication bus. The customer reported that this issue caused a delay in the dispensing of the medication to patient. There were no adverse events or injuries reported based on this incident.